Manufacturer narrative:
G4:07dec2020. B4:18dec2020. The remote service engineer (rse) advised the customer that the v60 serial (b)6) is affected by power management board fco# 86600050a. The power management board will be replaced as part of the fco. The (rse) advised customer of recall and scheduling. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 28 oct 2020.

Event description:
The biomed is reporting the v60 will not turn on either on ac or dc power. The customer reported that the unit was not in use on patient. The customer contacted product support and was advised to remove battery and attempt power on using only ac power. V60 will not turn on.

Manufacturer narrative:
G4:13jan2021. B4:15jan2021. The authorized field engineer replaced the power management as part of the fco86600050a to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.